Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. Loss of pacing was noted. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of communication failure and pacing anomaly was confirmed. Analysis of the device revealed the device was below the end of life (eol) battery voltage when received. A longevity calculation was performed and found the battery depletion was premature. The loss of communication and pacing anomaly was due to low battery voltage; the low battery voltage was a result of premature battery depletion. The battery was sent to its manufacturing site for analysis, and it was determined the premature depletion was due to an internal battery anomaly. The cause of the premature depletion was an internal battery anomaly.